Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 39 mg/dl, 38 mg/dl, 220 mg/dl, and 131 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer reported modifying their dosage of medication based on these results, and then experienced a stomach ache. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.